Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
User reported that for the actis trial necks "it would be an improvement if the ¿female" trial neck had an o ring in the hole so that the neck would not come off during trial reduction and dislocation." Complaint being raised as use indicated that the neck would come off during trialing and dislocate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.